Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was cracked near the unlock slider and the touchscreen would not respond to swipe-to-unlock, although other icons responded, which prevented access to replace a sensor; the device was replaced and the user was instructed on shutdown, return, and startup of the replacement. Symptoms included no adverse clinical effects and blood glucose reportedly unaffected. Outcomes included no injury, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included review of device status and firmware, customer interview, and logistics review. Investigation of this device revealed physical damage to the display assembly consistent with a broken or cracked screen that impaired the touchscreen unlock function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.